Event description:
The cutter pin's distal end of blade broke off while surgeon was clipping towers off the screws. No surgical technique was provided. No pre or post op x-rays were provided. No harm or injury observed in patient. Pin cutter is a standard off the shelf medical device instrument. Failure modality may occur due to wear and tear and/or when the tool tip is not perpendicular to the substrate. Case indeterminate.